Manufacturer narrative:
The reported malfunction was observed and attributed to an open etch on the pace/defib engine board.analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.